Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found an external insulation abrasion that breached the outer insulation and exposed the outer coil proximal to the suture sleeve tie impression consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.